Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, a sales representative reported via (B)(4) that an ar-8330h shaver handpiece experienced an issue with the shaver tip not staying in the shaver/ not mating. This was discovered during a case with no patient affected.